Event description:
It was reported the patient had problems with their neurostimulator. It was noted the stimulation was set at 3, but when the patient would go to bed, the stimulation would surge to their legs and feet and it would keep them awake. It was noted the patient couldn¿t sleep and had to sleep on their side. It was stated the patient had to almost completely turn off the stimulation in order to sleep. It was noted the patient would decrease the stimulation to at least 2 for any sleep. It was stated ¿the other night, they thought their buttocks was going to fall off.¿ it was noted this had been going on since the implant. It was stated the patient did not feel the stimulation in their back where they would like it. It was noted the device helped the patient¿s side a bit, but it did not really help their back. It was stated the patient thought it ¿should have been up higher in their back.¿

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).